Manufacturer narrative:
Updated the reporting institution name.

Manufacturer narrative:
Updated the conclusion code.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device failed during ECG monitoring. The device was not in use at the time of the event; however no impact to the patient.